Event description:
Device report from synthes reports an event in japan as follows: it was reported that during a spinal fusion (t12) on (B)(6) 2022, needles were set up on both sides, and drilling was performed. Then, the balloon in question was inserted. Although one side of the balloon was inflated up, the other side of the balloon was not inflated up. There was a hole at the base of the balloon, and contrast was leaking from the hole. The surgeon injected the cement without using the balloon because the inside of the centrum was scanty. The cement was injected into both sides, and the surgery was completed successfully without any surgical delay. The patient was reported as stable. No further information is available. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6) hospital. Reporter is a j&j employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: postal code-2545. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.804.701s; lot no: 82236407; release to warehouse date: 17 jan 2022; expiry date: 01 jan 2024; manufacturing site: werk selzach; supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synflate vertebral balloon med had a small hole at the edge of the mating section between the shaft and the balloon, functional issues are most likely due to this condition. The protection sleeve was not returned. The synflate vertebral balloon surgical technique was reviewed. Following relevant statements were found: note: expansion of balloons, pressure and volume on the inflation system must be monitored carefully. Precautions: the balloons may leak or burst if they are filled beyond their maximum volume or pressure. The performance of the balloon catheter may be adversely affected if it comes into contact with bone splinters, bone cement, and/or surgical instruments. Note: each balloon is for single use only and should not be reinserted or inflated after the initial use. A dimensional inspection and a functional test for the synflate vertebral balloon med were unable to be performed due to post manufacturing damage. Event description indicates the reported condition was discovered when the balloon was inflated. Since the device was returned deflated and damaged, the complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: synflate catheter assembly depuy synthes ndc-confluent dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.